Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, g3, h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The customer contacted olympus technical assistance support (tac) via phone. The customer cleaned the socket with the lint-free cloth, and they powered off the video system center. When they connected a different scope, the image came up for a few seconds and b30 error was displayed again. They also reseated the maj-1933 and the maj-1941 cables and still the error was visible on multiple towers. It was advised to the customer not to clean the video socket of the light source with any cloth or chemicals but to use the cleaning kit. It was also advised to systematically retest the system with the same model of the scopes and clean the contact points on the scope with an alcohol prep pad and observe the result. Additionally, it was advised to repeat the same above steps on the second scope and the observe the result. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the xenon light source produced an error b30 with multiple 190 scopes. The issue occurred during inspection for an unspecified procedure. There were no reports of patient harm.